Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information, further information was requested but not received.

Event description:
It was reported that the patient had their ipg explanted for an unknown reason on an unknown date. There is no additional information at this time.